Event description:
Device fired but surgeon could not see where they went. Surgeon said that anastomoses did not succeed because of the misfiring so had to be accomplished by hand. This resulted in extended surgery and a colostomy which may not have needed to be done. Another surgeon fixed the device later.